Event description:
Information was received from a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was in the hospital and wanted to know if they could have magnetic resonance imaging (MRI). The patient stated they went in 2 days ago to see their surgeon two days ago who told the patient they needed to go to the hospital. The agent inquired if patient had any symptoms prior to going into the hospital or not and patient stated no, they were just told they needed to go to the hospital. The patient initially stated the MRI was not related to the pump or therapy but then stated the MRI was to look at the catheter to see if it was infected or not. The patient also provided that hcp's name.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.